Event description:
Customer woke up sweaty. She had a low blood glucose reading of 42 mg/dl. The insulin pump did not alarm. Customer treated with glucagon shot. Customer stated that the insulin pump under-delivered insulin. During troubleshooting, the displacement test failed. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The units remaining in the status screen matches with the units in the reservoir. The device communicated properly with the transmitter and no alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.